Event description:
It was reported that 20 days after the product was inserted, the tube was found to be broken 5cm above the puncture point. Additional information received 11/23/2022: customer clarified there was a breach in the catheter wall. The catheter did not break into 2 pieces. Catheter was removed and replaced. Customer reports the event caused a delay in therapy but there was no harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 20 days after the product was inserted, the tube was found to be broken 5cm above the puncture point. Additional information received 11/23/2022: customer clarified there was a breach in the catheter wall. The catheter did not break into 2 pieces. Catheter was removed and replaced. Customer reports the event caused a delay in therapy but there was no harm to the patient.